Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. This pacemaker was explanted and replace with a leadless pacemaker.